Event description:
It was reported to philips that the system was unable to boot. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the device was not in clinical use when the issue occurred. The philips field service engineer (fse) inspected the system on site and confirmed that the system failed to initiate presented the message prompting the selection of a boot device during the startup process. To resolve the issue, fse manually chose the hdd from the boot menu, allowing the system to start up smoothly without any further complications. The system was returned to use in good working order. The codes were updated based on the investigation outcome.